Manufacturer narrative:
See b5. H3, h6: the export/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the deviation was less than 2 mm. The screws were implanted with a full speed drill, tapping, and then screw placement. In some situations the surgeon prepared the entry point by removing bone. Left side screws were operated on the left side of the patient, and on the right side of the patient for right screws.

Manufacturer narrative:
A0908: screw as being medially positioned a23: registration of the two thoracic levels (t5¿t6) was unsuccessful e2015: screw as being medially positioned e2401: reduced response f1204: surgeon subsequently removed the screw f1908: delay of 30min g2: this event occurred in portugal, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used during a spinal procedure. It was reported that there was a neuro monitoring issue and accuracy issue. Registration of the two thoracic levels (t5¿t6) was unsuccessful. The procedure was therefore continued using navigation, and pedicle screws at these levels were placed with the navigation system. An intraoperative three-dimensional (3d scan was performed, which identified the left-sided t7 screw as being medially positioned. The surgeon subsequently removed the screw. This issue was identified post-operatively. There was a reported delay to the procedure of 30 minutes. Reduced response was noted on the patient's left side.